Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that there was recurrence of aneurysm after unknown orbit galaxy coil embolization of 12 patients. An article was found during a literature search: koltz mt et al in ¿short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system¿; doi: jocn10.1016/2013.08.004. The article reported 12 patients treated at primary aneurysm coiling with orbit galaxy coils approximately two years after implantation had recurrence of their aneurysms. The mean time to recurrence was 7 months. There was no incidence of rebleed in this group of patients. No further information was obtained although multiple attempts were made. The lot numbers of the orbit coils that were implanted in the aneurysms when the events occurred are not known; therefore device history record reviews cannot be completed. The coils remains implanted and the delivery systems are not available for analyses. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include larger aneurysm size, neck size, packing density, and inflow angle. With review of the available information there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
Recurrence of aneurysm after orbit galaxy coil embolization kiltz, michael t, et. Al "short-term outcome for saccular cerebral aneurysm treated with the orbit galaxy detachable coil system" j clin neurosci 2013.08.004 reported 12 patients had recurrence of their aneurysm after orbit galaxy coil embolization to treat recurrent aneurysms from (B)(6) 2010 - (B)(6) 2012 had recurrence of their aneurysm. The mean time to recurrence was 7 months. There was no incidence of rebleed in this group of patients.